Event description:
It was reported that the plate was implanted on 07/15. On 09/24, the broken plate was noticed. Probably, the plate was broken in august. On 10/7, the broken plate was replaced with the modular hand (synthes).

Manufacturer narrative:
Investigation in process, but not yet complete.